Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Fasting glycemia increased to more than 2.5g for a week [blood glucose increased]. Defective novopen 4 [device defective]. Pen plunger is not straight inside the pen [device issue]. Glass of levemir vials shattered [product container issue]. Case description: this serious spontaneous case from (B)(6) was reported by a general physician as "fasting glycemia increased to more than 2.5g for a week(fasting blood glucose increased)" beginning on (B)(6) 2021, "defective novopen 4 (device defective)" with an unspecified onset date, "pen plunger is not straight inside the pen (device component issue)" with an unspecified onset date, "glass of levemir vials shattered(product vial breakage)" with an unspecified onset date, and concerned a (B)(6)-year-old male patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2020 for "type 1 diabetes mellitus" and levemir penfill (insulin detemir) solution for injection, .0024 mol/l (dose, frequency & route used - 38 iu, qd, unknown) (therapy dates - --/--/2015 to ongoing) from 2015 and ongoing for "type 1 diabetes mellitus", patient's height: 83 cm, patient's weight: (B)(6) kg, patient's bmi: 126.289. Dosage regimens: novopen 4: (B)(6) 2020 to not reported; levemir penfill: ??-???-2015 to not reported (dosage regimen ongoing); current condition: type 1 diabetes mellitus (1982), historical condition: heart dysplasia ((B)(6) 2019), historical drug: daonil, glucophage, insulatard. Concomitant products included - lyumjev [insulin lispro](insulin lispro). From (B)(6) 2021 and for a week, the patient experienced a fasting glycemia of >2.5g/l in the morning for a week. It was assessed to be due to a defective pen. Patient recovered fully after change of pen. Patient was previously exposed to this product as it was the long term treatment for diabetes. Action taken was pursued with no change (except a change of reusable pen). Product was hence reintroduced and the event did not reappeared. The patient has a novopen 4 argent since (B)(6) 2020 but the glass of 3 levemir vials of different boxes shattered. This happened during vial replacement when the patient tried to activate pen plunger and has the feeling that pen plunger is not straight inside the pen. Batch numbers: novopen 4: evg4469, levemir penfill: asku. Action taken to novopen 4 was reported as product discontinued. Action taken to levemir penfill was reported as no change. The outcome for the event "fasting glycemia increased to more than 2.5g for a week(fasting blood glucose increased)" was recovered. The outcome for the event "defective novopen 4(device defective)" was not reported. The outcome for the event "pen plunger is not straight inside the pen(device component issue)" was not reported. The outcome for the event "glass of levemir vials shattered(product vial breakage)" was not reported. Investigation results: name: novopen® 4 argent, batch number: evg4469. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was bent, causing problems when attempting to retract the piston rod into the pen body. The problem was caused by accidental damage during use of the device. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities apart from bent piston rod related to the complaint were detected. Name: levemir® penfill® 100 u/ml, solution injectable en cartouche, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. On (B)(6) 2021, the case changed status from non-valid to valid as missing element, patient details were reported. This case was re-classified from non-serious to serious on (B)(6) 2021 due to addition of event seriousness criteria of 'medically significant' for the event 'fasting glycemia increased to more than 2.5g for a week'. Final manufacturer's comment: (B)(6) 2021: upon investigation of the returned device (novopen 4), piston rod was found to be bent, causing problems when attempting to retract the piston rod into the pen body. The problem is caused by accidental damage during use of the device. During examination of the product, no irregularities apart from bent piston rod related to the complaint were detected. Depending on the degree of the piston rod bending it is obvious to the user that the pen has been damaged and it is estimated that the fault has no impact on the health or treatment of the patient. Evaluation summary investigation results: name: novopen® 4 argent, batch number: evg4469. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was bent, causing problems when attempting to retract the piston rod into the pen body. The problem was caused by accidental damage during use of the device. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities apart from bent piston rod related to the complaint were detected.